Manufacturer narrative:
A steris service technician inspected the sterilizer and found bolts to be missing from the top panel. As the bolts were missing, the top panel was not properly secure subsequently causing the panel to fall and contact the employee's head. The technician secured the top panel, tested the sterilizer, and confirmed the unit to be operational. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that the top panel of their 66" evolution sterilizer fell off and contacted an employee's head. It is unknown if the employee sought or received medical treatment.

Manufacturer narrative:
Through follow up, it was confirmed that the employee subject of the reported event did not seek or receive medical treatment.